Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: poly cover dirty or stained, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Pad also appears to have been laid on. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the product, to the point where the cord fails. Since the change we have not seen any cord break failures of this type.

Event description:
Customer called and stated switch core bottom burned in half. Burned toes and pillow.